Event description:
It was reported that the customer's insulin pump may not have been recording data correctly. It was also stated that the customer received a no delivery alarm on (B)(6), 2014 during a bolus delivery. The customer's blood glucose was 205 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.